Manufacturer narrative:
A visual and microscopic examination revealed middle stent damage. Solidified blood was present within the inflation lumen, therefore, indicating the device had been used in vivo. The balloon section was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to and/or anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties occurred. The physician could not cross the lesion with a 2.75x32mm taxus liberte stent. The physician successfully completed the procedure with a different device. No patient injuries or complications were reported. Patient's condition listed as "good." However, product analysis revealed stent damage.